Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-02746. It was reported the patient was not receiving stimulation in the desired location and was experiencing undesired stimulation in her chest. It was determined one of the patient's leads had migrated anterior. The patient underwent surgical intervention where the lead was replaced with a new one. The patient is now receiving effective stimulation. It is unknown which lead was replaced, therefor we are reporting on all possible leads.